Manufacturer narrative:
D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicates the proximal part of the flow diverter did not achieve uniform vessel wall apposition. They used a balloon but it still did not meet the expected wall apposition. They then implanted an additional stent to complete the procedure. Additional information provided by the customer indicated, there was medical intervention carried out. Balloon device was required as a medical intervention to aid in achieving expected wall apposition. Additional stent was implanted to complete the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of the stent failed/unable to open.

Event description:
It was reported during the trans arterial embolization procedure in the right ica (internal carotid artery) it was observed proximal part of the subject flow diverter did not achieve uniform vessel wall apposition. A balloon was used to meet the expected wall apposition but was not successful. An additional stent was implanted to successfully complete the procedure.

Event description:
It was reported during the trans arterial embolization procedure in the right ica (internal carotid artery) it was observed proximal part of the subject flow diverter did not achieve uniform vessel wall apposition. A balloon was used to meet the expected wall apposition but was not successful. An additional stent was implanted to successfully complete the procedure.